Manufacturer narrative:
An asp field service engineer (fse) assessed the unit onsite. He found the vacuum pump, oil return and all the filters not working correctly. He replaced the vacuum pump, the pm l1 oil filters and the pm l2 filters. He ran a diagnostic empty chamber, the system meets manufacturers' specifications.

Event description:
The customer reported that their sterrad 100s sterilizer displayed a vacuum system interrupted error message. The sterrad 100s sterilizer had "fumes/vapors escaping from the front panel." The load associated with this event was not released for use and there were no human reactions reported. An asp field service engineer was dispatched to assess the sterrad 100s sterilizer.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, health hazard analysis, and the system hazard use misuse analysis. The DHR (device history review) for sterrad 100s system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100s did not reveal a trend for haze / oil mist or vacuum system interrupt failures. Trending analysis for haze / oil mist issues associated to the sterrad 100s found there is not a significant trend. Trending analysis for vacuum system interrupt reveals there is an upward spike / trend. A CAPA has been open to investigate this failure mode. (B)(4). There were no parts returned for investigation of the report.

Manufacturer narrative:
Correction to the statement reported in supplemental #1: "trending analysis for vacuum system interrupt reveals there is an upward spike / trend. A CAPA has been open to investigate this failure mode". The corrected statement reports: "there is not a significant trend of vacuum system interrupt complaints on the sterrad 100s product line ((B)(6) 2010). There was an upward spike noted between (B)(6) 2009 and (B)(6) 2010. This is an isolated incident, and the trend is currently below the upper control limit and thus is not significant."

Event description:
It was reported by the customer that on (B)(6) 2010, the fiber tip exploded at 92,091 joules. Also, it was reported that the fiber cap (tip) was retrieved. No pt injury was reported.